Manufacturer narrative:
Life-threatening is being added to outcomes attributed to adverse event.

Event description:
It was reported by the aci sales professional that on (B)(6) 2013 a (B)(6) male patient presented to the hospital with an acute myocardial infarction. It was noted that the patient's lad arteries were full of clotting. The patient underwent an interventional coronary procedure. Access was obtained at the common femoral artery. Peri-procedure, the patient was anti-coagulated with integrilin and angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the closure the patient was transferred from the cath lab table onto a bed at which time the patient started complaining of pain in his groin/access site. There were no signs of bleeding and no hematoma was present. The patient's blood pressure dropped to 40. A CT scan was performed which revealed an active rp bleed (retroperitoneal bleed). A femostop was placed at the access site and the rp bleed was controlled. The patient was hospitalized and discharged on (B)(6) 2013. It is unknown if the hospitalization was mynx device/mynx procedure related or not. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1306503) indicated that the device lot met all established performance criteria prior to shipment.